Event description:
It was reported that log file review showed percutaneous lead compromise. A phase to phase short was suspected. Pump stop, low flow, and low speed operation alarms were reported. It was later reported that the patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
Related MFR numbers for previous driveline repairs 2916596-2023-05795 and 2916596-2023-02860 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-05795.